Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation the motor mechanical assembly was inspected and tested. Evaluation found excessive motor bearing wear with shaft end play and black material around the bearing. The outer gearbox bearing was also found worn with the cage broken. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.